Manufacturer narrative:
Upon visual inspection, the device was found to have damaged bearings. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.

Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.